Event description:
On (B)(6) 2011, patient reported the check button on the infusion device was not functioning properly. The check button works intermittently. The protective rubber has worn away from the check button, and patient has to press it really hard for it to respond. Patient reported the rubber wore away from pressing it with her fingernail. Infusion device is worn in a case, and it was not dropped or exposed to moisture. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue.